Event description:
Two weeks prior to admission the pt hyperextended her arm and felt a snap and experienced pain in right breast. Shortly after this occurrence the pt noticed a change in size and contour of her breast. The pt had had a saline breast implant in 1994 s/p mastectomy for breast cancer. The pt was brought to the or and had removal of implant and insertion of a new saline implant. Pathology noted an "implant partially filled with less than 100cc".